Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient had sutures placed in the bridge of his nose. They came untied, loose and were falling out. No other issues. The wound needed to be resutured due to the compromised strand.